Event description:
A customer reported to baxter (B)(4), of a leakage that occurred on an administration set at the connection point between the tubing and needle based y-site. This condition occurred during usage. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. An underwater pressure test at 8psi revealed that the sample leaked due to twisted tubing at the y-site. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.